Manufacturer narrative:
Technician found the bed in the bed shop. Found that the head section would not go down with CPR lever, but would go down using the siderail as the CPR valve was stuck. Replaced the CPR valve to resolve this issue.

Event description:
Complaint alleged that the head section would not go down with CPR lever.